Manufacturer narrative:
Customer's product has been requested back for investigation, and a supplemental report will be sent once investigation results are available.

Event description:
An adc customer stated he was receiving an error 1 message on his meter, and he was unable to receive a glucose result. Customer stated he experienced symptoms of hyperglycemia and then subsequently "passed out", lost consciousness at his home. Paramedics were called and upon arrival found the customer recovered from the loss of consciousness but was still in a "daze". Paramedics tested customer using their hcp meter and obtained a meter result of 686mg/dl, treated him with an IV (unspecified solution) and transported customer to a local emergency room. Upon arrival to the hospital, the customer was diagnosed with hyperglycemia, admitted for treatment and put on a 24hr insulin drip. There was no report of death or permanent impairment associated with this case.